Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
During initial implant surgery, the surgeon noted that the previous surgery the ear canal exposed and needed to build a new one prior to implanting. Surgery time was extended to repair the ear canal.